Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer¿s blood glucose level. The customer declined to complete troubleshooting, so the cause could not be identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.